Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right atrial (ra) lead exhibited high thresholds, high impedance, a polarity switch and short interval counts. It was further reported that the ra lead exhibited noise. It was also reported that the implantable pulse generator (ipg) had a loose set screw. Lead revision and reprogramming occurred. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.